Event description:
The event occurred on an unspecified date and involved a 8" smallbore ext set w/0.2 micron filter, clamp, luer lock. It was reported that the device's filter had either occlusion issues or leaking. It was confirmed that the facility is using this product within the manufacturer recommendations. There was no human harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
The following devices were received for complaint investigation: -four used list #b1479, 8" smallbore ext set w/0.2 micron filter, clamp, luer lock; lot #9286060 -one new list #b1479, 8" smallbore ext set w/0.2 micron filter, clamp, luer lock; lot #9286060 two of the four used b1479 extension set samples experienced occluded flow during priming. One of the four used b1479 extension set samples leaked at the filter vents during testing. The other two used b1479 extension set samples primed without difficulty and did not leak during testing. The new b1479 extension set primed without difficulty and did not leak during testing. Occluded flow was confirmed in two of the returned samples. The probable cause is filter occlusion during during use. The dfu states: a filter that clogs during infusion should be replaced. Leaking from the filter vent was confirmed in one of the returned samples. The probable cause of the observed leak is temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interaction. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The following devices were received for complaint investigation: -four used list #b1479, 8" smallbore ext set w/0.2 micron filter, clamp, luer lock; lot #9286060 -one new list #b1479, 8" smallbore ext set w/0.2 micron filter, clamp, luer lock; lot #9286060 two of the four used b1479 extension set samples experienced occluded flow during priming. One of the four used b1479 extension set samples leaked at the filter vents during testing. The other two used b1479 extension set samples primed without difficulty and did not leak during testing. The new b1479 extension set primed without difficulty and did not leak during testing. Occluded flow was confirmed in two of the returned samples. The probable cause is filter occlusion during during use. The dfu states: a filter that clogs during infusion should be replaced. Leaking from the filter vent was confirmed in one of the returned samples. The probable cause of the observed leak is temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interaction. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The following devices were received for complaint investigation: -four used list #b1479, 8" smallbore ext set w/0.2 micron filter, clamp, luer lock; lot #9286060 -one new list #b1479, 8" smallbore ext set w/0.2 micron filter, clamp, luer lock; lot #9286060 two of the four used b1479 extension set samples experienced occluded flow during priming. One of the four used b1479 extension set samples leaked at the filter vents during testing. The other two used b1479 extension set samples primed without difficulty and did not leak during testing. The new b1479 extension set primed without difficulty and did not leak during testing. Occluded flow was confirmed in two of the returned samples. The probable cause is filter occlusion during during use. The dfu states: a filter that clogs during infusion should be replaced. Leaking from the filter vent was confirmed in one of the returned samples. The probable cause of the observed leak is temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interaction. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.